Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 16-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had drawer failure. A field service engineer observed that drawer 6 would not open and was not registering as closed. The engineer found that the magnet from inseparable had fallen out. The fse replaced the inseparable and ran the hardware testing application, and the test passed. The customer opened and closed the drawer several times, and they were able to access the drawer without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 6 experienced a failure and could not be recovered. The user attempted to restart the station; however, the issue failed to resolve. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.